Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. B2 death and date of death was inadvertently omitted on the initial manufacturer device report. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 62-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) was supported with an impella rp flex device inserted via the right femoral vein. An event was noted in which the placement signal was consistently in the 200s with 0.0 l/min displayed flow on the console and alarms indicating ¿unable to calculate flow rate¿ and ¿impella sensor failure.¿ chest x-ray confirmed appropriate device positioning, and motor current and patient hemodynamics remained unchanged throughout the event. The placement waveform was not visible on the console following onset of the issue. No repositioning, venous line manipulation, or ECMO decannulation coincided with the event. The device was not removed due to the failure mode and continued support was maintained. The patient¿s right ventricular function recovered, and the patient survived to explant on (B)(6) 2026; however, the patient subsequently expired due to lack of neurological recovery following cardiac arrest, with exact date of death unknown as care was transitioned for organ donation. The death is conservatively being reported to the impella rp flex but is unrelated and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.